Event description:
New information received indicated that the device was explanted and replaced. Patient condition is fine.

Manufacturer narrative:
The reported inappropriate hv therapy was confirmed in the laboratory via review of stored egms. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a symptomatic patient was presented in clinic for follow-up, post-sensed t-wave oversensing on the ventricular channel was observed noted on a stored egm. The patient received inappropriate hv therapy. Programming changes were made. The patient condition was fine and will continue to be monitored.